Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a vagal response and heart block. During a pulsed field ablation (pfa) procedure in which a farapoint df curve us catheter was selected for use, ablation was performed at the cavotricuspid isthmus (cti) for treatment of typical atrial flutter. Two pfa applications were delivered on the valve side of the cti. Following a perceived vagal response, the patient underwent cardioversion, after which complete heart block was observed. Isuprel was administered, and the event was managed successfully. The patient did not require prolonged hospitalization. The device was disposed of after use and is not expected to be returned for laboratory analysis.